Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vacutainer® trace element serum blood collection tubes were found collapsed prior to collection. This occurred on 100 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that vacutainer® trace element serum blood collection tubes were found collapsed prior to collection. This occurred on 100 separate occasions but the date/time and or patient information is unknown.